Event description:
It was reported that the patient had a programming check ¿(B)(6)¿ and was moved from a unipolar to bipolar configuration. The patient was also moved from voltage to constant current mode. The reporter mentioned that the patient turned the battery on and off regularly. The reporter was also told that the electrode impedance for the bipolar pair being used, 2 and 3, was greater than 40,000 ohms. The patient¿s history showed consistent high impedances at electrode 2 and she denied any falls or accidents. However, it was noted that the patient was getting good therapy. The patient then got an out of regulation (oor) condition the day prior to the report and was unable to adjust stimulation. Thus, the patient was to meet the managing physician on the day of the report. The electrode configuration was changed back to a unipolar setting and electrode 2 was not used. The patient was doing well and able to use her programmer without an oor reading. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v712879, implanted: (B)(6) 2011, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).